Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the hardware had failed. A field service engineer (fse) found no active faults, the remote smart service (rss) indicated issues with half height drawers 4.1 and 6.2. The station was powered down, row board connectors for drawers 4 (1 & 2) and 6 (1 & 2) were reseated and missing bumper slides on drawers 4.1 and 6.1 were replaced and the hardware test application (hta) testing passed successfully. The customer inventoried medications in both drawers, confirming normal operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hardware failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.